Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the device sustained drive invalid pressure value. There is limited information in the record regarding patient involvement, what repair was done and what checks were completed. There was multiple gfe attempts to attempt to answer these questions. The record will be closed for now but will be updated upon new information.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) turned on the cardiosave and it started alarming. When fse restarted it in the service mode and checked the logs fse found following errors: 124 - sustained invalid pressure data value & 124 - sustained drive invalid pressure value. When fse checked the pneumatics menu, was getting a zero reading for atmospheric pressure, drive pressure and vacuum pressure. The device sustained drive invalid pressure value. There was no patient involved and no harm or injury reported. No information was provided for what repair was done and what checks were completed. There was multiple gfe attempts to get the answer to these questions. The record will be closed for now but will be updated upon new information.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fsca that during service the cardiosave intra-aortic balloon pump (iabp) started alarming. When restarted it in the service mode and checked the logs found following errors: 124 - sustained invalid pressure data value & 124 - sustained drive invalid pressure value. There was no patient involvement.